Event description:
Customer reported that the insulin pump had a crack at the head of the battery. Customer also reported that the escape and act buttons were no longer working. Customer stated that the pump has been exposed to humidity. Blood glucose level was 450 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.